Manufacturer narrative:
Torn leaflet or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism).   In this case, the valve was reported to be degenerated, but no additional information was provided. The cause of the degeneration is unknown, however, may be due to patient factors not provided (pre-existing valvular disease process) and/or the mechanisms described above.    Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifescience¿s affiliate in (B)(4), received the information of structural valve deterioration (svd) occurred approximately 5 years post tavr procedure (approach unknown). Valve in valve procedure was executed to implant a 23mm sapien xt valve. As the information was obtained through presentation by physician at the japanese circulation society annual meeting, no patient information was available.